Event description:
(B)(6) 2022 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a MRI today. Patient said they turned stim off the way they were told to yesterday. Patient said the MRI tech told the patient they needed to see the patient turn stim off. Patient said they turned stim off the tech looked at the screen, patient confirmed they moved the circle to off and got the message that stim was off. Patient then put the external device in their locker and had a head MRI. A couple times during the MRI the patient felt very strong pulses in the bike seat area. Patient said they felt the strong pulses 2-3 times during the MRI. After the MRI the patient checked the ins and the therapy was on. Patient said the circle was over the word on. Patient sa ID they haven't felt any uncomfortable sensations since the MRI. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2022 (B)(4) (con): additional information was received from the patient. They reported that they had an MRI last (B)(6) hospital. The MRI was of the head and only the head went into the machine. The caller indicates that the therapy had been turned off which was verified by an MRI tech and the equipment placed in a locker two rooms away. During the MRI the caller experienced shocks down one side of their body and after the MRI, the device was reading that it was turned on. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a MRI today. Patient said they turned stim off the way they were told to yesterday. Patient said the MRI tech told the patient they needed to see the patient turn stim off. Patient said they turned stim off the tech looked at the screen, patient confirmed they moved the circle to off and got the message that stim was off. Patient then put the external device in their locker and had a head MRI. A couple times during the MRI the patient felt very strong pulses in the bike seat area. Patient said they felt the strong pulses 2-3 times during the MRI. After the MRI the patient checked the ins and the therapy was on. Patient said the circle was over the word on. Patient said they haven't felt any uncomfortable sensations since the MRI. The patient was redirected to their healthcare provider to further address the issue.